Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that prior and during a percutaneous transluminal coronary angioplasty (ptca) procedure, a fluid flow problem occurred. The de novo lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. Vascular access was gained through the femoral artery. Resistance was encountered upon insertion. During preparation and procedure, it was noted that the rotalink plus generated too many air bubbles in the device's plastic tubing. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as "stable".